Manufacturer narrative:
(B)(4). The reported field event of difficulty to loosen a stripped set screw was confirmed in the laboratory. Visual inspection noted that the rf df-1 set screw was found to be stripped and the svc df-1 set screw was damaged. Silicone, septum material was identified inside of the rv and svc df-1 set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screw.

Event description:
It was reported an asymptomatic patient presented to the hospital for a routine generator changeout. Prior to the device extraction, the set screw on the header was unable to be loosened even when using different wrenches. The set screw was noted to be stripped. The insertion of the new device and stronger force were able to remove the set screw. The device was explanted and replaced. No adverse consequences were detected.